Event description:
Patient was revised to address acetabular cup loosening, pain and severe metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 04/14/2015- litigation papers received.litigation alleges pain, difficulty walking, loss of mobility, and elevated metal ion levels. The dob was provided. The invoice was located for part/lotinformationn. The stem and sleeve are being added due to elevated metal ions being reported. The complaint was updated on: 04/21/2015.